Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check pad and service code 204) was confirmed. The problem was isolated to a broken solder connection. The root cause was unable to be identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was displaying check pad and service code 204 messages.